Event description:
The pump was returned for investigation. Investigation revealed that the coin slot on top of battery cap is stripped. This report is made based on results of investigation completed on 01/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: evaluation revealed that the pump powers to the verify screen in accordance with normal operation. The battery compartment and battery cap area is chipped and scratched. The coin slot on top of battery cap is stripped. The coin slot on top of battery cap is stripped making it difficult to fully tighten and remove. (B)(6).